Manufacturer narrative:
The pacemaker was explanted due to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and patient was stable post procedure.